Manufacturer narrative:
Pump received with cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube. No crack near battery compartment noted. Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with the insulin pump. Customer states that the reservoir window is broken. The blood glucose reading is unknown. Nothing further reported.